Event description:
It was reported that the pt could hear some occasional clicks through the implant when wearing the processor, otherwise normal function. Telemetry meausrements showed coupling ok. Progressive changes in device function led to device malfunction requiring replacement.